Manufacturer narrative:
Additional FDA product code oct. The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, lapvue10, was being used on (B)(6) 2020 when the qtip broke off inside a patient. Further assessment questioning was attempted however, the reporter did not respond. The procedure was completed and there was no report of injury/impact to the patient. This report is being raised on the basis of injury due to not knowing if fragment was retrieved from patient.

Manufacturer narrative:
The reported event of "q-tip broke off inside patient" is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided; therefore, root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 4 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following: grasp handle and push foam head straight into the trocar. Do not release or bend the vuetip trocar swab. This issue will continue to be monitored through the complaint system to assure patient safety.